Event description:
It was reported by the customer that the device needs corrective maintenance required, as the issue is unable to be corrected. The type of issue was not specified. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.